Manufacturer narrative:
One device was returned for analysis. Review of the event history log (ehl) showed a maintenance is recommended, battery system timeout, check syringe plunger sensor, travel reverse error, check clutch/plunger lever, and base not responding. A functional test was performed and the reported issue was confirmed. The probable cause of the reported issue was due to a cracked carriage. As a result, the carriage and clutches were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited a motor issue. During physical inspection, it was found that there was a travel coarse error, check plunger lever, and base not responding error. There was no patient involvement, no patient injury was reported.